Event description:
It was reported, the patient had a loss of efficacy starting saturday. The patient had some tremor issues during the day on monday that started to progress. By monday night, the patient was tremoring heavily and they were spasming. The patient went to the hospital monday night. At the hospital, the implantable neurostimulator (ins) was turned off. The patient had experienced issues swallowing. An electrocardiogram, CT, and chest x-ray was done and a stroke was ruled out. When the patient was taken home from the hospital their tremor was minimal at that point. No tremor was visible when the patient lied down, but tremor was visible with movement. Prior to monday the patient was fine and they were receiving effective therapy. The patient had no falls or trauma, but they had blacked out while on the couch before the tremors started. Stimulation was verified to be on at the time of this report. The patient¿s healthcare professional (hcp) checked their medication and then increased the medication. The patient was to be monitored for two weeks and then be reevaluated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04127.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0219953v, implanted: 2002 (B)(6); product type lead product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0124596v, implanted: 2002 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was not device related. The patient developed sepsis and died. A urinary tract infection was the cause and the death was not device related. The patient's deep brain stimulation (dbs) was examined and dbs was working.